Event description:
The customer reported the system monitor screen goes blank during procedures and has to be rebooted numerous times to complete procedures. There is no report of pt injury or death.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The connections were reseated and the power supply was adjusted during the svc call. The sys was tested and found to be working as intended and put back into svc.